Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 13 rounds of anti-tachycardia pacing (atp) and six shocks for what appeared to be atrial arrhythmia with rapid ventricular response (rvr). Additionally, it was noted that some waves were not sensed due to low amplitudes. Technical services (ts) was contacted and reviewed the data. This ICD remains in service. No additional adverse patient effects were reported.